Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, an unknown sized epic plus mitral valve was selected for implant. No implant complications were reported. Shortly before discharge, thrombus formation on the valve leaflet was observed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of thrombus formation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The devices serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the cause of the reported thrombus formation could not be conclusively determined. The reported minor injury/ illness / impairment was a result of case-specific circumstances as no intervention was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.